Event description:
A customer used the nexcare coldhot classic pack. Pt thoroughly read all instructions and placed the pack in the microwave with a paper towel on the defrost setting for thirty seconds. Pt felt the pack and it was not warm, continued to heat the pack on defrost for another thirty seconds. When pt removed the pack and papwer towel, the seam of the pack opened and the gel fell on pt foot and ankle. The customer went to the emergency room where pt was diagnosed with 2nd and 3rd degree burns. They gave pt a prescription for oral antibiotics, bacitracin with zinc and bandage products to wrap the affected areas and advised that pt follow up with a dr after ten days. The affected area swelled, blistered and continued to get worse over the next few days before eventually getting better. The customer did not take the oral anbibiotics as the area was healing on its own using the topical medication. Customer said their regular physician (internist) wouldn't be surprised if some of the areas were a 3rd degree burn. The dr thought that the customer may have severe scarring and may want to consider plastic surgery. A mo later-customer had a follow up visit with pt dr. The areas were continuing to heal with no complications and would take time.